Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post-implant, the device appeared to be pacing and sensing properly, but interrogation found dashes (---) for many parameters. Several attempts were made to program the device. After emergency vvi and return to standard were pressed, the programmed parameters were confirmed but reprogramming the polarity caused dashes to recur.